Event description:
It was reported that during a pta procedure of the left superficial femoral artery, the symmetry small vessel balloon separated from the shaft. The physician had gained access via the right groin and placed a v-18 wire. He subsequently inserted an ultra thin diamond balloon, but did not inflate it. He removed the ultra thin diamond balloon and inserted the symmetry balloon. The physician performed two inflations; the first was to 20 atms for 47 seconds, and the second was to 14 atms for 9 seconds. At this time, the balloon separated from the shaft. The physician then accessed the left groin with an 8fr sheath. He subsequently manuevered a snare to the right femoral artery and was able to pull the balloon out. Heparin 3000 units was administered, followed by insertion of an express biliary 8x37x75 stent which was deployed at 8 atms at 13 seconds. The procedure was successfully completed. Patient status is reported as "stable."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.